Event description:
On 29 sept 2025, arthrex was notified of a case study published by cureus, part of springer nature, for ¿postoperative staphylococcal toxic shock syndrome in a patient following right knee fracture repair: a case report. " this case study is for a male in his late 30s who sustained a patellar fracture with associated retinacular injury following trauma and subsequently underwent open reduction and internal fixation. Several days after discharge, he developed fever, chills, hypotension, and a pruritic, erythematous rash. The orthopedic team performed repeat imaging and surgical exploration, which revealed a methicillin-resistant s. Aureus (mrsa) infection in the knee joint.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex determined the most likely cause. The reported failure is most likely due to a patient-specific event in postoperative care. Postoperative care protocol should be tailored to each patient to promote natural healing. Proper wound care is essential to prevent infection and support recovery. The complaint allegation could not be confirmed because the device was not received for evaluation, and no evidence of the reported failure was provided.